Manufacturer narrative:
The patient's known dissection was reported under MFR. (B)(4) manufacturer's investigation conclusion: a specific cause for the reported aortic dilation, as well as a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not conclusively be determined. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient received a heartmate 3 pump exchange on (B)(6) 2021 (refer to MFR.(B)(4)). No product is available for investigation. The current heartmate 3 left ventricular assist system instructions for use rev. C lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 12feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with dyspnea and lightheadedness. The patient was noted to have a dilation of the ascending aorta measuring 5.5x5 centimeters. This is an enlargement of know dissection that has increased in size. The patient was discharged after two days with plans to repair the dissection.